Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received unexpected restart and a cold reset was performed insulin pump error alarm. Customer was successfully clear the alarm and was able to complete rewind. Customer stated that after inserting a new battery insulin pump error alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.